Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis had the loop wire broken. The event occurred during a therapeutic hysteroscope electrocision procedure; no fragments fell into the patient. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation, as it was discarded. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. D1 - brand name - hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis.